Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced low blood glucose (bg) of 24mg/dl with sweating, confusion, difficulty speaking and waking, and fatigue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter noted that the patient was on morphine and norco for pain in the wrists, ankles, back, and neck. Troubleshooting for the pump could not be completed at the time of initial contact and a cause for the low bg was not determined. This complaint is being reported based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Follow-up #1; date of submission: 11/29/2016. The device has been returned and evaluated by product analysis on 11/01/2016 with the following findings. According to all the pump histories, including the black box, the user had the year incorrectly set to 2018. The last basal delivery was on (B)(6) 2018. The last bolus delivery was a 5.90u bolus on (B)(6) 2018 at 08:52. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found and was found to be delivering within required range and delivering accurately. There were no delivery interruptions or errors, alarms or warnings during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).